Event description:
It was reported that during the tissue dissection and surgical field exposure phase on a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy (tlh + bso), the device functioned normally for approximately 2¿3 clamp activations and then became difficult or impossible to open due and the device got stuck. The device was first used after manual disassembly and cleaning. The knife blade was not extended or misaligned and the knife blade did not protrude beyond the edge of the jaws. Another device was reportedly used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device was difficult or impossible to open due to a jaw issue and the device got stuck on tissue. Another device was reportedly used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.